Event description:
Hospital stated in email: "we had another abrupt cessation of the iab waveform today and I wonder if the catheter kinked." Datasheet reported: an iab was placed in catheter lab for cardiogenic shock in a patient. Patient was transferred to ICU. No problems with pumping for 2 hours, then pressure waveform lost. Cardiologist attempted to pull catheter back 0.5 inches to straighten if kinking was the issue. This did not resolve the lack of pressure waveform. Cardiologist then removed iab catheter and introducer. R femoral pacing wire in vein removed after iab removal manipulation of groin site possibly caused pacing wire to dislodge.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. Three kinks were found on the inner lumen/catheter tubing near the y-fitting approximately 68.6cm, 71.1cm and 76.2cm from the iab tip. It is difficult to determine when the kinks occurred. They may have occurred during iab removal, during iabp therapy, from patient movement, or while packaging/shipping the iab back for evaluation. Product evaluation: the technician then attempted to insert a 0.025" laboratory guide wire through the inner lumen and resistance was only felt at the kinked locations. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab pumped normally. No alarm sounded from the pump. Conclusion: the evaluation was unable to confirm the iab difficult inflation. However a kink in the catheter may cause difficulty inflating the iab and a kinked inner lumen may cause difficulty monitoring the arterial pressure waveform. If a problem occurs monitoring the arterial pressure, the instructions for use indicates to provide an alternate pressure source by connecting a conventional arterial pressure signal (radial artery) or pressure signal to the pump. (B)(4).